Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record (DHR) review is unable to be performed as this device has been serviced before. A review of the previous service shows that no abnormalities could have attributed to the reported failure. This device was reported to have varying outputs when testing. This device was returned to the service center. The service technicians were unable to duplicate this phenomenon. This device had missing screws and some snaps were broken. This unit had multiple scratches and the fault log shows 400 ref 26, this is generated if an electrode is attached and activated without a saline solution being present or there is an electrode connection fault.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. The initial reporter is a certified biomedical technician. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint was not confirmed. The device was inspected and tested. All functional tests were passed. After checking the output powers and making sure they were within specification, the device was put into a two hour burn-in test to see if the device would malfunction or generate any error codes, but the device passed with no problems.

Event description:
As reported for this event, during the beginning of an unknown procedure, the energy at the electrode was insufficient and erratic with change in wattage and current. The procedure was completed with another similar device. There was no harm or adverse impact to the patient.